Manufacturer narrative:
Patient code changed from ulcer to blood loss.

Event description:
It was reported that the patient developed an ulcer. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no recaptures performed and there were no complications that occurred during the procedure. Later that night the patient developed an ulcer post procedure. The patient was stable and doing fine. The patient had a esophagogastroduodenoscopy procedure and required endoscopic cauterization and clipping of the bleeding ulcer. The patient received 2 units in total of a blood transfusion. The patient was started on eliquis and monitored over the weekend. 5 days post procedure the patient was discharged home doing well.

Event description:
It was reported that the patient developed an ulcer. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no recaptures performed and there were no complications that occurred during the procedure. Later that night the patient developed an ulcer post procedure. The patient was stable and doing fine. The patient had a esophagogastroduodenoscopy procedure and required endoscopic cauterization and clipping of the bleeding ulcer. The patient received 2 units in total of a blood transfusion. The patient was started on eliquis and monitored over the weekend. 5 days post procedure the patient was discharged home doing well.